Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Log file is not available, so logfile review could not be done. The root cause could not be determined conclusively. The anterior chamber bubble is a known side effect for femto lasik procedures, but it has no impact on the appearance with edema and vision blurry. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient presented with swollen endothelium and decreased vision in the left eye one day post laser treatment. The patient was seen in follow up one week post laser treatment and vision was improved. Additional information received states that during the initial procedure a bubble was noted in the anterior chamber in the left eye. The patient noted it looked like a fog in the center of the cornea at one day post op. The patient is currently using a topical steroid eye drop.